Event description:
Customer called in for service on their iabp. It was states that the pump was giving an auto-fill error and maintenance code 3. Customer did not have any other info pertaining to the pt at this time.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep confirmed error code 57 (auto-fill failure), caused by obstruction/condensation in lines. The lines were released. The system was tested to factory specifications. It functioned normally and was returned to the customer. A supplemental medwatch report will be submitted if additional info becomes available. Ref: (B)(4).